Event description:
The spreader spring of the instrument broke during surgery. No adverse consequence was reported.

Manufacturer narrative:
Visual inspection confirmed the breakage. The root cause may to due to fatigue life cycling. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.